Manufacturer narrative:
The reported complaint of difficultly removing the rv-lead from the header was not confirmed. Analysis testing found that is-1 test leads could be fully inserted into the rv-connector with normal insertion force and removed with normal force. All connector dimensions were within specification. No device anomalies were found. The reported complaint of noise produced by the device was not confirmed. No noise was produced throughout all testing. The device was found electrically normal. The battery voltage is above eri.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular channel. A device malfunction was suspected to be the cause of the noise. During the replacement procedure, the physician experienced difficulty removing the lead from the header of the device. The device was successfully explanted and replaced to resolve the event. The patient was in stable condition.